Event description:
Customer reported there was a defective loudspeaker error. The error persists after replacing the loudspeaker. Patient involvement is unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer contacted remote services to report the issue. Remote services advised that it sounds like the mainboard needs replacing. Remote services assisted the customer in returning the device for bench repair. The unit is currently at bench repair awaiting evaluation and repair. Section h type of evaluation has been updated.

Event description:
The customer reported there was a defective loudspeaker error. The error persists after replacing the loudspeaker. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
Problem statement: customer reported there was a defective loudspeaker error. The error persists after replacing the loudspeaker. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? Unknown. Was there any adverse event to the patient or user? If yes, describe? Unknown. If there was an adverse event, did the device cause or contribute to the adverse event, and how? Unknown. Complaint evaluation: a gfe was sent to obtain additional information regarding the issue. However, no response has been received. Per service max case (B)(4), the remote service engineer recommended the mainboard be replaced. No further information was provided. Customer resolution and conclusion: per service max case (B)(4), a new mainboard was installed by bench repair. The unit was tested and it was sent back to the customer. No further investigation is warranted.